Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status only one month after declaring elective replacement indicator (eri) battery status. Device labeling describes a three month window from eri to eol. The device was explanted and replaced.